Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One partial, unlocked 7.0fr mac-loc catheter was returned in used and damaged condition. Biological matter was present on the device, particularly on the threads. No other surface damage was noted to the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture was found to be adequately placed in the threads. The flare appeared normal, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no relevant nonconformances that could have contributed to this failure mode. It should be noted that there was one other complaint reported in this lot number for the same failure. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was implanted into a pancreatic cancer patient during a ptcd procedure on (B)(6) 2018. The next day the physician discovered air leakage at the hub of the catheter. The physician enveloped the leaking portion of the catheter with a bag to avoid a replacement procedure. The catheter was later removed from the patient on (B)(6) 2018. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.